Event description:
A medtronic representative reported upgrading the software to 2.0.1 synergy spine while in a spine procedure; however, it did not exit and re-start the system. There was a screw projection on the screen and the screen automatically changed the selection and hit the drop down. Re-adding the screw did not resolve the issue. When the pedicle probe was navigating, the screen switched to a tap and there were no other instruments in the field. The surgery continued and was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
The medtronic representative at the site said he re-started the system when the procedure was complete. They did another spine procedure right afterward and the issue did not re-occur. No further issues have been reported. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous followup#1 submission was filed and received by the FDA on 01/17/2013 under an incorrect MDR number (1723179-2012-00726) which contained an incorrect manufacturer ID. The original reported date received by manufacturer was 01/10/2013. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.